Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.

Event description:
Reference MDR#1219856-2010-00155 for the first event and MDR #1219856-2010-00156 for the second event involving the same pt. It was reported that on (B) (6) 2010 while in the or, the intra-aortic balloon (iab) was inserted into the pt's right femoral artery. Per the perfusionist, "technically very difficult insertion due to tortuous vascular anatomy and likely further compromised by calcifications and atheromatous plaques." On (B) (6) 2010, the intra-aortic balloon pump (iabp) alarms 'helium loss alarm.' The intensive care unit staff attempted to reset the alarm & restart the pump (unsuccessful); blood backup was noted all the way into the pump console helium outlet. Pt suffered cardiac arrest & was pronounced dead at 12:57 hrs following extensive CPR and acls efforts. Per the chief perfusionist "it was a pretty impressive rupture - frank blood all the way back to the gas line connection at the console and probably into the bellows as well." Pump used was the iap-0500 (B) (4).